Manufacturer narrative:
Device is not available for investigation. Investigation is incomplete at time of this report. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: the et tube balloon would not inflate. No pt injury reported.